Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch (no crease) and no unlocked j2/lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify under/over delivery anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 250 mg/dl. The customer had not reported any symptoms and was treated. Customer's blood glucose value was unknown. Customer's current blood glucose value was 98 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined to check basal rate settings for accuracy. Customer declined to check bolus wizard settings for accuracy. Customer declined to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was returned for analysis.